Manufacturer narrative:
Investigation summary: bactec mgit 960 pza is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Bactec mgit 960 pza supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Two bactec mgit 960 pza vials are then manually packaged with six bactec mgit 960 pza supplement vials to complete a bactec mgit 960 pza kit (material 245128). A trend for performance complaints has been identified for 245128 mgit pza kit. Bd has initiated a CAPA (corrective and preventative action) to formally investigate performance issue. However, investigations have not found a defect in kit batch 2110987 or kit batch 2166757. For the performance defect investigations, retention samples tested per the standard performance procedure, which is also described in the IFU (instructions for use, available on bd.com/e-labeling), were satisfactory and have not replicated reported false resistance defects. The batch history record was satisfactory. Retention samples were tested per the standard performance procedure which is also described in the IFU or reserved for further investigational testing for the CAPA. Retention sample testing conducted for complaint investigations have not replicated the reported defect. This complaint cannot be confirmed for a performance defect. Bd will continue to trend complaints for performance.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 pza kit that there was a performance issue/ false reaction. The following information was provided by the initial reporter: invalid report of pyrazinamide (pza). 1- the customer received two deliveries of the product on different dates with same lot number. 2- the customer run control for each kit and pass. 3- when the customer testing for clinical samples most of the results were invalid and they repeated manually it became sensitive. 4- a) the status is 200 which should be 400.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2110987, d4. Medical device expiration date: 2023-08-23, h4. Device manufacture date: 2022-04-20; d4. Medical device lot #: 2166757, d4. Medical device expiration date: 2023-11-01, h4. Device manufacture date: 2022-06-15. E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 pza kit that there was a performance issue/ false reaction. The following information was provided by the initial reporter: invalid report of pyrazinamide (pza). 1- the customer received two delivery of the product on different dates with same lot number. 2- the customer run control for each kit and pass. 3- when the customer testing for clinical samples most of the results were invalid and they repeated manually it became sensitive. 4- a) the status is 200 which should be 400.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 2110987. B5. It was reported while using bd bactec¿ mgit¿ 960 pza kit, there were an unknown number of invalid results. There was no report of patient impact. This record is being reopened to address the corrections required for CAPA pr 11910483.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 pza kit, there were an unknown number of invalid results. There was no report of patient impact.